Manufacturer narrative:
Investigation, including root cause analysis, is in progress. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A refractive surgery specialist reported that a doctor mentioned an overcorrection with one patient. Doctor could not explain why this happened. Additional information has been requested.

Event description:
Upon follow up, the patient is a die maker and is struggling with near and immediate tasks at work. Possible enhancement may be needed in the future. Additional information was received. Post-operative refraction is less than one diopter of sphere equivalence.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).